Event description:
Information received by medtronic indicated that insulin pump had damage at reservoir level. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 6.5 w. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: retainer knit line damage; cracked retainer; pillowing keypad overlay. Cosmetic damage was confirmed at retainer ring.